Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 28-feb-2022. The device evaluation was completed on 05-apr-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. A dilator was introduced into the hemostatic valve and resistance was found. Then, the hemostatic valve was taken off the hub, and the dilator was introduced again, and no resistance was found. Microscopic examination of the hemostatic valve surface showed evidence of damage to the outer diameter. Additionally, the silicon ring was not found inside the vizigo¿. A guidewire was introduced through the dilator and no obstructions were detected. A device history record was performed for the finished device 00001833 lot number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fribrillation (afib) paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub of the vizigo¿ sheath. Initially, it was reported that the vizigo¿ dilator was not advancing through the sheath during prep, before use in the patient. There was some occlusion that did not allow needle to go through the dilator at all. This occurred in the beginning of the case. The sheath was exchanged for another vizigo¿ to continue the case successfully. No adverse patient consequences were reported. The issue of obstructed ¿ dilator was assessed as not MDR reportable. Since the dilator does not allow another device to be introduced, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 05-apr-2022 that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. The hemostatic valve separation was assessed as MDR reportable. The awareness date for this reportable lab finding is 05-apr-2022.